Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 551-552 mg/dl. No information was provided regarding treatment received at the hospital. Customer was released from the hospital on (B)(6) 2021 with no permanent damage.